Manufacturer narrative:
Additional information received box d: serial number box h: manufacture date.

Event description:
It was reported the patient was admitted to the hospital due to a 10 second sinus arrest and was placed on the monitor. The monitor displayed a paroxysmal sinus arrest for more than 5 seconds and the parameters for measurement were set to 4 seconds; however, the monitor occasionally did not alarm. The physician intervened in a timely manner. A pacemaker was subsequently used to treat the patient and there was no harm to the patient. It was indicated there were security risks; however, this was not further explained.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The same problem was not found in the follow-up test and hospital use. The fse communicated with the customer to inform philips to come and collect data if the same problem occurs again. In regards to the indication of "security risks", the fse provided clarification that as the customer thought that if the arrest was not detected in time, the patient's life would be in danger, and if the alarm was not reported, the doctor would not be able to save the patient. There was no actual harm. Based on the information available and the testing conducted, philips was unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.